Manufacturer narrative:
The service territory manager (stm) was able to reproduce the problem alleged by the customer. The stm did a troubleshoot of the intra-aortic balloon pump (iabp), disassembled and checked for any visible damage or saline spill. No damage was present. The stm then found the backplane to coil cable was the cause of the malfunction. The cable, backplane to coiled cable 0012-00-1796 was replaced. The iabp was then reassembled and tested for proper operation. The stm completed all test and calibrations per manufacture specifications, unit has passed all test and is now ready for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down while on a patient. The customer reported the cardiosave made a loud screechy noise and shut off. It pumped again after rebooting but the problem repeated after an hour. No patient injury, harm or adverse event reported. No other patient info available.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shut down while on a patient. The customer reported the cardiosave made a loud screechy noise and shut off. It pumped again after rebooting but the problem repeated after an hour. No patient injury, harm or adverse event reported. No other patient info available.